Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error as well as frozen display. The customer¿s blood glucose was 132 mg/dl. The customer stated that there was no response from any button. Customer was unable to successfully clear the alarm. The customer was advised the insulin pump has to be replaced and revert to backup plan per healthcare provider's instruction. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test or verify pump error 35 and frozen screen due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection.